Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported issue and noted that the discrepancy between the setpoint and the external analyzer were out of specification. The srt replaced the oxygen sensor and the pod. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the fraction of inspired oxygen (fi02) on the electronic patient gas system (epgs) to be reading higher than the external oxygen (o2) analyzer. However, the o2 sensor and cable, application board, generic board and possible blockages of the gas pathways were all ruled out as potential root causes.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Per the fsr, during release testing of the device, when he set the fio2 to 100% on the epgs, the central control monitor (ccm) showed a reading of 99%, and the external oxygen (o2) analyzer was reading 92%. The difference of 7% was out of the allowable tolerance. On previous set points the epgs was also exhibiting lower end values (set point 21%, the ccm showed 23% and the o2 analyzer showed 21%; at set point 60%, the ccm showed 59% and the o2 analyzer showed 54%). The fsr verified there was no kinked tubing or additional filters from the fio2 port to the external flow meter, and he verified in house gas and o2 pressures for the operating room were in tolerance (both were 60 pounds per square inch (psi)). He restarted the system, recalibrated the epgs, and attempted testing with the analyzer connected directly to the fio2 port of the epgs. Each time the epgs was tested at 100% set point, the analyzer value was out of tolerance on the low end. The fsr replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) measured values were outside of the specifications. There was no patient involvement.